Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and there was a tip seal observation.

Event description:
It was reported that the right ventricular lead was having sensing difficulties. In an attempt to reposition, the lead helix was not performing properly. The lead was removed and replaced. No patient complications have been reported as a result of this event.